Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Capsular contracture confirmed as baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: -rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. -capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional called to report a left side capsular contracture, baker grade iii with a possible left side silicone "deflation". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture, baker grade unknown.

Event description:
Healthcare professional, called to report ,a left side capsular contracture, baker grade unknown. With a possible left side silicone "deflation". Device remains implanted.